Manufacturer narrative:
A service history review ¿ service history review: part no: 03.010.048, lot no: 5786344. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 19-may-2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record review for part 03.010.048, lot 5786344: release to warehouse date: 19may2008. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: per the technique guide, the returned recon locking aiming arm for lateral entry femoral nails- ex (03.010.048, 5786344) is part of the titanium cannulated lateral entry femoral recon nail (lefn) system and is attached to the insertion handle to help facilitate locking of nails. The returned aiming arm was received with surface marks and dents indicative of heavy usage. Additionally two of the cam locking knobs on the aiming arm were missing a dowel pin each. The relevant drawing for the device was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No service history review can be performed as this is a lot controlled item. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint description indicated that during the proximal locking step of a lefn procedure the drill bit was hitting the nail. Known working lefn parts were used in an attempt to recreate the complaint condition, but the complaint condition could not be recreated. Alignment of the drill bit with the proper proximal locking hole was achieved when attempting to recreate the complaint condition, but during the subject procedure other variables could have contributed to causing the drill bit to hit the nail. Since only the aiming arm was returned, it is not possible to determine if the other parts which interacted with the aiming arm during the complaint condition contributed to the drill bit hitting the nail. Additionally, other factors such as the patient¿s condition and physical attributes could have impacted the positioning of the instrumentation used to facilitate locking and contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a surgeon was using the lefn and when putting the static and dynamic screws in, the drill bit hit the nail. The surgeon tried both positions on the aiming arm, checked to ensure it was tight at every point and still could not get the drill bit past the nail. He ended up free handing the screw; there was less than a five minute delay. No further patient issues during the surgery. No additional information is available. This is report 1 of 1 for (B)(4).